Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. If the initial reporter also sent report to FDA is unknown. No product information has been provided to date.

Event description:
It was reported that the patient returned to have the pump removed and stated that the pump/tubing was leaking and had been leaking. The patient did not notify the infusion clinic of the problem until they came in for detachment of the pump. The pump stated that the infusion was complete. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 22-nov-2022 via email and attached to complaint object: no information availabe from the questions regarding patient information or patient pre-existing ionformation. The serial/lot number of the device is not available. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. No product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.